Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with normal operating currents during testing and there was no low reservoir alarm during testing. The device had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and broken belt clip slot. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated they received a button error alarm. Customer's blood glucose reading was 157 mg/dl. Customer replaced device with a new battery and the insulin pump died. Troubleshooting for keypad anomaly was performed. Customer was unable to clear low reservoir alarm because the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.